Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. The craniotome device was evaluated and the reported condition that the device had an overheating issue was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the ball bearings of the device had fallen out/unattached, and internal parts of the ball were missing, a cutter could not be inserted, the device was missing components, the neuro tip was bent/damaged, the device was worn, the color band was chipping/fading, the etching was illegible, there was component damage, the device could not secure/lock a cutter. It was further determined that the device failed pretest for labeling assessment, visual assessment, lock operation assessment, and cutter insertion. The assignable root cause of these condition was determined to be traced to component failure due to wear.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the craniotome device had bearing damage and an overheating issue. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.